Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The customer resolved the issue by themselves, no goods was exchanged and no logs were returned for investigation. The customer reported the ventilator device because the device did not pass the pre-use check due to the failed internal leakage test. The device expiratory cassette was swapped from one device to another, and back. After this the pre-use checks passed without deviation. The cause of the reported fault has not been determined. The expiratory cassette measures the expiratory flow in the ventilator. A fault with the expiratory cassette will be detected in the pre-use check. No further issue has been reported since, the device was returned back for clinical use.

Event description:
(B)(4).